Event description:
It was reported that the customer was involved in a non diabetic related car accident in which her insulin pump was destroyed. Customer's blood glucose reading was 103 mg/dl. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.